Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and no defects were found. A charge of the unit was attempted and it failed to charge. Functional testing was attempted but could not be performed because the receiver would not boot up; therefore; the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of an overheating or shocking device was confirmed. The root cause was determined to be a defective receiver main pcba u5.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product was returned for evaluation. The complaint confirmation of receiver overheating could not be determined. A root cause could not be determined.